Manufacturer narrative:
The device was received with both seals intact and in excellent condition. The history log showed no error which related to customer reported problem.the device was tested using power up process and heck and test of the force sensor. Testing found force sensor was out of calibration. Root cause was unable to be determined. Actions were taken to mitigate the reported issue: pump was converted to loaner after investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported the device had a force at zero failure with -0.75 pounds. No patient injury reported.